Event description:
It was reported that the customer's insulin pump had a button error and they were unsure what error they had last week. The blood glucose reading was 543mg/dl. The caller stated that the device also alarmed and insulin squirted out during the manual prime process as well the device was stuck in the prime loop. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched screen and cracked reservoir tube lip.